Event description:
The noise was not occurring during the priming phase. The noise was noticed one day after the patient was put on ECMO support. There were no clots noticed in the pump head or tubing. The blood flow was set at 7600 rpm. No other treatment settings were provided. P1, p2, and p3 pressures were not given. Bivalirudin was used for the anticoagulation protocol. Blood loss due to the kit exchange was estimated to be 500 ml or less. The patient was able to continue on ECMO support following the device exchange.

Manufacturer narrative:
Additional information: b5, d4 plant investigation: the complaint sample was not available for evaluation. It is highly unlikely to detect a failure in a retention sample, since the noise occurred one day after the start of treatment. Therefore, a retention sample analysis was not done. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. A review of the batch documentation was performed. No non-conformities were observed during the manufacturing process. There were three quality events listed in the release certificate for the batch, but none of them were related to the reported issue in this complaint. The provided video suggests that the noise might have been due to the rotor touching the inner housing of the pump head. The bearing of the pump head rotor might have been damaged during application (e.g. Due to pump head thrombosis or air intake). However, since a physical evaluation could not be performed, a definitive cause for the reported noise could not be established.

Event description:
It was reported that a patient on extracorporeal membrane oxygenation (ECMO) support utilizing the xlung kit 230 experienced blood loss that necessitated a blood transfusion. There was an inferred allegation that the patient¿s blood loss was due to the xlung kit 230 being exchanged. The device was exchanged because of an abnormal sound that was noted at the pump head. It was affirmed the rotor of the pump head was in the appropriate position, no leaks or alarms were noted, and all connections were confirmed to be secure. The user facility decided to exchange the oxygenator to a competitor¿s product as the patient continued ECMO support. As a result of the oxygenator exchange, the patient lost an unreported amount of blood that required fluid replacement through transfusion. The provided video demonstrated the reported abnormal noise with no visible defects, leaks, or loose connections at the pump head of the xlung kit. The rationale for ECMO support, age of the oxygenator, ECMO settings and the patient¿s current disposition remain unknown. There was no indication the patient experienced a serious injury or required medical intervention beyond standard fluid replacement. The sample was not available for evaluation as it was reportedly discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: it can be concluded that consumable product exchange without blood return is a standard practice for ECMO support as defined in the xlung kit instructions for use. Additionally, it has been well documented that blood loss is an unavoidable occurrence during ECMO support with recommended routine oxygenator exchanges. Therefore, it can be concluded the performance of the xlung kit 230 did not cause patient harm or require a deviation of the course of ECMO support for this patient.